Manufacturer narrative:
H6: engineer evaluation summary: based on the findings from the evaluation, the statements from the event description that ¿the second and subsequent rows of the stent did not seem to be deployed much. The constraining dial was fully used to adjust the position of the proximal portion, but the proximal end was not fully constrained¿ and ¿it was confirmed that the proximal portion of the device had migrated to the distal direction when the whole touch-up was attempted¿ could not be confirmed. Additionally, the reported presence of a ¿type I endoleak¿ could not be confirmed with the available information. The root cause could not be determined with the available information and no manufacturing deficiencies were identified during the investigation. H6: investigation conclusion codes remain unchanged.

Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: one jpg submitted for evaluation; image cannot be manipulated in anyway. Image does not have any patient identifiers on them. Unable to confirm: leading end unable to be constrained with available image. Device moves distally of intended position after deployment (distance unknown). Proximal type I endoleak with one jpg. B1: selected device problem (malfunction). Adverse event remains unchanged. H6: removed code c21 and added imaging evaluation in h10. G6: removed code d16 and added codes d15 and d12.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: c21, results pending completion for an imaging evaluation. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, occlusion / stenosis of device or native vessel, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment using gore® excluder® conformable aaa endoprosthesis for abdominal aortic aneurysm. Reportedly, the angulation knob of the trunk - ipsilateral leg endoprosthesis was fully used, and the proximal deployment knob was removed. The second and subsequent rows of the stent did not seem to be deployed much. The constraining dial was fully used to adjust the position of the proximal portion, but the proximal end was not fully constrained. When the proximal position was adjusted with pushing up, the second and subsequent stent rows were deployed. It was confirmed that the proximal portion of the device had migrated to the distal direction when the whole touch-up was attempted. In addition, proximal type I endoleak was observed. The aortic extender endoprosthesis was deployed to extend the device proximally, then the left renal artery was partially covered. There was blood flow to the renal artery, but an additional bare stent was deployed in the left renal artery. The patient tolerated the procedure. The physician stated as follows: it had not migrated until the time of proximal fixation. It is unknown when it migrated. In order to eliminate the proximal bird beak, it was necessary to add a cuff even if the lt.ra was slightly covered.